Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) number as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely and due to this, the customer experienced dizziness. The customer had contact with a healthcare professional who administered glucose infusion for the diagnosis of hyperglycemia. No further information was reported. Note; that the diagnosis of hyperglycemia is inconsistent with the treatment of glucose. There was no report of death or permanent injury associated with this event.